Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated pain, erosion, extrusion, urinary problems, dyspareunia, infections, bleeding, neuromuscular problems, vaginal scarring and recurrence of sui.